Event description:
Customer's rise called stating that customer was sweating and had insulin pump in trousers and insulin pump was not working receiving button error alarm. Customer's blood glucose was 153 mg/dl. Customer was advised to replace insulin pump. Customer called back stating that he was able to get insulin pump to function properly and wanted to cancel previous order. Order was canceled.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge